Event description:
Caller states pt tested 6.9 inr on the coaguchek xs system and 4.21 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.